Manufacturer narrative:
The investigation into the removal issues and the vascular damage - great vessel has been completed. The device was not returned for investigation. The root cause of the removal issue and the vascular damage - great vessel issue was not determined since product was not returned and the pump catheter was purposely cut to enable visibility during surgery. The relation to impella is unknown due to insufficient clinical information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows:¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Event description:
The user facility reported a 80-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support.patient went to the operating room for emergent coronary artery bypass graft with cp across aortic valve with peel away moved and repositioning sheath sutured in. Perfusion gave antegrade cardioplegia and the cp was put on p2. Doctor stated that the aorta dissected and needed repair. The doctor had the interventional cardiologist to come pull back impella cp across the aortic valve into the aorta so that they could start aorta repair. Once interventional cardiologist pulled it back so that the motor touched the repositioning sheath, cardio vascular surgeon stated that it was still in their way and proceeded to cut the impella catheter shaft and remove it from the body after it verbalized that it was not suggested cutting the impella. Once the impella was cut, the aorta was repaired, and doctor continued successfully with coronary artery bypass graft surgery. At the end of the case, axillary cp was was removed and closure was successful with no issues